Event description:
The hcp reported the pt was experiencing withdrawal symptoms including nausea and vomiting and a return of pain. The pump had been infusing morphine. The catheter was determined to be occluded and there was a suspected granuloma, but this was not confirmed. The catheter and pump were replaced - the catheter due to the occlusion and the pump due to end of life. After the replacement surgery, the pt was started on a lower dose of baclofen, because it was unclear how long the catheter had been occluded. As a result of this, the pt had poor pain control and was not reaching efficacy. The hcp supplemented the pt with oral and intravenous medication during this titration period. The pt was eventually discharged with okay pain control, but not "getting the results she had been with her previous pumps."